Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 80 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient came into the office on (B)(6) 2020 for a pump refill and it was difficult to find the port. The hcp used ultrasound because he thought the pump had flipped. He looked at the ultrasound and the contour and reflection of the metal was curved like the back and not flat like the front. He tipped it a little to ultrasound from the inferior and found the port. Per the hcp, the patient would not make it through another revision (see manufacturer¿s report # 3004209178-2019-13846), so he manually flipped the pump. He stated that the flip was not painful as the pump was already doing this flipping back and forth on its own. Once the pump was flipped, he was able to successfully complete the refill. They were planning to continue to monitor the patient and no surgical intervention was planned. It was indicated that the issue was resolved, and the hcp had no further information to provide regarding the event. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury.¿ no further complications have been reported as a result of this event.